Event description:
It was reported to boston scientific corporation in 2007 that an autotome sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Patient gender, age and weight unknown) according to the complaint it was noticed that paint was flaking off the autotome at the tip. They completed the case with the subject device. The paint has flaked off the blue marker at the tip of the tome. Paint was observed around the ampulla inside the patient. The fragments were too small to be retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
Customer complaint confirmed. A visual inspection of the paints bands showed that some of the blue paint from the distal tip of the device has flaked off. The most likely root cause for this complaint is that the paint was not applied and cured properly to adequately bond it to the extrusion.